Event description:
It was reported that the insulin pump sustained physical damage to it. The customer stated that the insulin pump's screen appeared to have ink under the display when the letters appeared. He stated that it looked as though a quarter of the screen was smashed. He noted that the screen appeared to be pressed in very hard and pixilated. The blood glucose reading was about 140 mg/dl. The display anomaly limited the screen's visibility, making it hard for the customer to read it. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass, minor scratches on lcd window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.